Event description:
According to the information received, cmac failed mid intubation. Screen flicked and light went out on laryngoscope handle. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information/investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).